Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician attempted to deploy a 27mm closure device, but the release criteria was not met so the device was fully recaptured and removed from the patient. The procedure was then completed successfully using a 31mm closure device. The device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up procedure. The transesophageal echocardiogram(tee) imaging showed that the device had shifted. A minimal leak, low compression and a large shoulder were all observed. The plan is for the patient to remain on their anticoagulation medication and returned for a follow up tee in 6 weeks.